Event description:
It was reported by getinge fse that the on/off switch of cs300 intra-aortic balloon pump (iabp) was defective. No patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d5, d10, e1(initial reporter, event site telephone, event site email), e2, e3, e4, g2, g3, g6, h2, h6(type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) replaced switch assembly, issue was fixed. All functional and safety checks are meet to factory specifications performed and returned to use.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). Event site city: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the on/off switch of cs300 intra-aortic balloon pump (iabp) was defective. There was no harm reported.